Manufacturer narrative:
Medtronic received the following information obtained from the journal article entitled; the effect of endograft device on patient outcomes in endovascular repair of ruptured abdominal aortic aneurysms. (B)(6). (International society for vascular surgery 2017;25(6):657-665). If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant stent graft systems was implanted in a patient for the endovascular treatment of ruptured abdominal aneurysms. The following adverse events were observed: surgical conversion, abdominal compartment syndrome.